Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the product was intubated into the patient, leakage of air from it was observed. The customer suspected the cuff may have been damaged. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. Under visual inspection the device appeared to be in good condition. During functional testing the device was inflated and after twelve hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No actions taken as no product fault was found.